Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (274 mg/dl) and a bolus was delivered to address the bg level. The customer changed out the pump supplies and the bg remained high. The cause of the high bg was not known. Tandem technical support performed a pump system check and no device issues were identified. The customer was to discuss the high bg event with a healthcare provider.